Event description:
Event description cpi received information that the rate sense portion of this endotak transvenous defibrillation lead was capped due to insulation and outer coil break at the terminal pin. A new pace/sense lead model 4245 was implanted.